Event description:
Customer stated that the product was heating up during a procedure. They completed the procedure with the same drill. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
Internal components were evaluated which revealed that the bearings in the rotor assembly were damaged.